Event description:
It was reported that the patient had a controller exchange because a prong was broken in the white cable of the controller. This was confirmed that it came from their mobile power unit. The patient did not have any alarms and was an incidental finding when the site tried to hook up the patient to their monitor. Patient was given a new primary controller and mobile power unit. There were no alarms post exchange and the patient's equipment operated as normal. Related MFR # 2916596-2022-12441.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged pin on the mpu was confirmed via product testing. The heartmate mobile power unit (serial #: (B)(6) was not returned for analysis; however, the reported damaged pin from the mpu was returned for analysis along with the returned heartmate 3 system controller (serial #: (B)(6). A log file was downloaded from the system controller spanning approximately 6 days (B)(6) 2022 -(B)(6) 2022, (B)(6) 2022 per timestamp). Events on (B)(6) 2022 are from product testing at abbott. There were no notable events in the log file. Pump operation was not affected. The damaged mpu pin was lodged inside the white power cable connector of the system controller confirming the reported event. Additional information communicated on (B)(6) 2022 indicated that the patient still has mpu in his possession and that return of the mpu is uncertain at this time. The root cause of the reported event was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.